Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump had lost prime more than three times, and more than once with the current cartridge. Using cartridges from a different carton did not resolve the issue. Troubleshooting with customer support found the cartridges were being used per IFU, and the cartridge cap was secure. The patient had a blood glucose level of 254 mg/dl with extreme drowsiness. This complaint is being reported because the cartridge issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
Follow-up #1: device evaluation: the cartridge has been returned and evaluated by product analysis on 12/30/2014 with the following findings: no defect found. A visual inspection, a force test and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A lot review was performed and no failures were observed during incoming inspection.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.